Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump to charge. During troubleshooting, the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged. There was no reported adverse impact to the customer's blood glucose level. Pump started to successfully charge resolving the alert.